Event description:
A (B)(6) male pt underwent aaa repair under general anesthesia on (B)(6) 2012. The pt's anatomical form was suitable for the procedure - an angle of proximal neck was about 55 degrees relative to the long axis of the aneurysm. There was no problem in access route. Final confirmatory angiography confirmed proximal type I endoleak and type iii endoleak from a contralateral junction part. Re-ballooning was performed in both proximal and the contralateral junction sites. Then type ii endoleak was resolved, but proximal type I endoleak slightly remained. Re-ballooning was performed in the proximal site again, and since the endoleak lessened, the physician decided to take a wait-and-see approach and the procedure was completed. Other devices used during the additional treatment were used by following the instructions. On (B)(6) 2012: additional info provided: (B)(6) 2012: CT angiography confirmed that proximal type I endoleak was resolved. Also, it confirmed that there was a foreign object inside the stent graft, which appeared to be a straightener of pigtail catheter. The physician planned to retrieve it. On (B)(6) 2012: straightener retrieval was conducted angiographically with another MFR's en snare. (1820334-2012-00189). Pt outcome was not provided by reporter.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. The product was not returned to assist in the investigation. Per the instructions for use, it is stated: "after initial advancement of catheter over the wire guide, pull back and peel away the straightener for catheter introduction." While no product or lot number was provided to assist in this investigation, based on physician report, it is possible that this event occurred due to procedural error and/or failure to follow the instructions for use booklet provided. Complaint confirmation based solely on customer's statement(s) of the event. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.